Event description:
It was reported that lead damage occurred during a lead burial procedure. A plasma blade was used intraoperatively when suspected lead damage occurred. There was suspicion, but no confirmation, that the lead damage was due to the plasma blade used during the procedure. The damaged leads were removed and replaced. No patient complications have been reported as a result of this event plastics pacemaker lead burial during surgery at the beginning of the procedure, the pacemaker leads were working well; however, after using the plasmablade, the leads stopped working. The leads were replaced. There was reportedly no patient harm or injury and the patient was (B)(6) at the time of the procedure. Crt-p boston w173 s/n: (B)(4) left subpectoral leads removed: a sjm 1888tc (B)(4), rv: sjm 1888tc (B)(4), lv: med 4194 (B)(4). On (B)(4) 2015 (B)(4) a shared communication was opened this date requesting the following additional information: what is the serial number on the peak generator that was used? How were the leads damaged? Were they cut? Did the issue cause a surgical delay over 15 minutes? Due to the reportable nature of the event, please provide patient gender and weight. (B)(4) has been confirmed by the pp emea to be a duplicate of(B)(4), logged by rep (B)(4) a second time in error. (B)(4) will be merged to this (B)(4). There is no mae product being returned on either pe. (B)(4): 3/24/2015: update from mdt dr. (B)(6) and mdt sales rep (B)(4): after further discussions between rep (B)(4) and dr (B)(6), who performed the procedure, further clarified that he does not feel the plasmablade was the cause of the issue. Although the plasmablade was utilized, it is not believed to have been the cause of the damage to the leads. A follow-up e-mail was sent this date requesting clarification of why the plasmablade is not suspected: was it used in the case at all? If it was used in the case, regardless if it is believed to be the cause of the damage, the requested information is still required. On 03/26/2015 ((B)(4) - e-mail received from mdt, (B)(4) provided the following information: the cause of the damage is unknown; however the user did not feel the plasmablade was the cause. The lead that was damaged was not a medtronic lead, but a st jude's lead. All of the leads were removed as a result of the damage. Another e-mail was sent this date, requesting the additional information requested on 3/13/2015. On 03/31/2015 2015 ((B)(4)) - correspondence with mdt, (B)(4), revealed that one of the leads damaged was a medtronic lead. The leads were sent in for analysis; however, there were no visible signs of damage, i.e. The leads were not cut. Sales rep, (B)(4) was to follow-up with customer to gather the additional information requested. Another follow-up e-mail was sent to sales rep this date requesting an update on the additional information. Reported incident: during a lead burial procedure the leads were damaged and required replacement. Complaint analysis determination (generator): complaint not confirmed complaint analysis determination (device): complaint not confirmed complaint analysis summary (generator): the generator was not returned for investigation. Complaint analysis summary (device): the device was not returned for investigation reportability decision (FDA) (generator): reportable reportability decision (FDA) (device): reportable investigation summary (generator): the generator involved in this incident was not utilized in a case that resulted in serious injury or death therefore the incident is not reportable based on patient outcome. The generator involved in this incident was not returned for product analysis, therefore it could not be confirmed if the generator malfunctioned. Although it could not be confirmed if the generator malfunctioned, there was an unintended consequence with the utilization of the system (device and generator), in that it was reported that patient pacemaker leads were damaged. When the device comes into contact with pacemaker leads and the device is activated, it is possible that the rf energy could impact the lead such that it becomes damage requiring either replacement or repair. An applicable failure mode is documented in the hazard analysis documentation and categorized with a critical severity, therefore the incident is reportable. Investigation summary (device): the device involved in this incident was not utilized in a case that resulted in serious injury or death therefore the incident is not reportable based on patient outcome. The device involved in this incident was not returned for product analysis, therefore it could not be confirmed if the device malfunctioned. Although it could not be confirmed if the device malfunctioned, there was an unintended consequence with the utilization of the system (device and generator), in that it was reported that patient pacemaker leads were damaged. When the device comes into contact with pacemaker leads and the device is activated, it is possible that the rf energy could impact the lead such that it becomes damage requiring either replacement or repair. An applicable failure mode is documented in the hazard analysis documentation and categorized with a critical severity, therefore the incident is reportable. Corrective action plan (generator): complaint not confirmed therefore no formal corrective action will be issued in conjunction with this complaint. Complaint will be tracked and trended. Corrective action plan (device): complaint not confirmed therefore no formal corrective action will be issued in conjunction with this complaint. Complaint will be tracked and trended.

Manufacturer narrative:
Product event #(B)(4) evaluation (method/results/conclusions): the generator was not returned therefore analysis was unable to be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.